Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading was 640mg/dl. It was also reported that the customer had increased thirsty, nausea, positive ketones in urine, and fruity breath. The mother declined to troubleshoot the device, and she requested to have the insulin pump exchanged. No further info was provided.